Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that architect tsh results of 5.0820, 3.8056 and 8.3359 miu/ml were generated for patient sample ID (B)(6) . It is unknown at this time which result is correct. The plasma sample was collected in a lithium heparin sample collection tube from a child. The customer is not observing any architect tsh issues with samples from adult patients. They are only observing imprecision issues with samples collected from children. The sample will be tested at another laboratory. No adverse impact to patient management was reported.

Manufacturer narrative:
Troubleshooting was performed with the customer. Data was analyzed, detection levels of the samples and pressure values of all the pipettors were checked, and precision testing was performed using samples from adult patients. All parameters were found to be acceptable. The instrument is working according to the expected specifications. An investigation was completed to determine the nature of the issue. A review of all complaints associated with the architect tsh assay (ln 7k62) and the architect tsh reagent lot 27912ui00 was performed. The review did not identify atypical complaint activity. Furthermore, there have been no known quality issues in relation to this product since manufacture. Testing was carried out to determine the ability of the architect tsh assay to provide accurate results by running our internal file samples of architect tsh reagent lot 27912ui00 on an architect instrument. Panel material was also assessed to evaluate the acceptability of architect tsh reagent lot 27912ui00. Panel material are internal samples formulated to mimic a patient sample which is used to evaluate the acceptability of the new lot of reagents, calibrators, and/or controls prior to release of product for sale. All validity and acceptance criteria were met during this testing demonstrating the ability of the architect tsh assay to provide accurate results. The cause of the aberrant results experienced by the customer could not be determined. A labeling review identified that there are sufficient instructions in the product labeling to assist the customer in troubleshooting this issue. In summary, through the investigation performed, no product deficiency or malfunction was identified.